Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the pim and fill manifold leak tests. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: h6 (type of investigation).

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the unit failed the pim and fill manifold leak tests. To fix the issue, the fse replaced the safety disc, as well as the cover screws per factory requirements. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the pim and fill manifold leak tests. There was no patient involvement, and no adverse event reported.